Event description:
It was reported that a piece of the insert from the baumgarten wire (catalog #142521) broke and fell into the patients chest. The broken piece was recovered from the patient and there was no patient injury air adverse event.

Manufacturer narrative:
The device is being evaluated by the manufacturing facility. A follow up report will be sent to the FDA.